Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an app error message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.